Manufacturer narrative:
Aquacel ribbon dressing. Based on the available information, this event is deemed to be a reportable malfunction. Additional product information was requested however the complainant was unable to provide the model number, lot number or product sizing information. Additional information was requested from the complainant but, the complainant was unable to provide any further details related to the complaint issue. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported " a piece of aquacel ribbon dressing emerged from a patient¿s wound that had clearly been left from a previous dressing change." The tissue viability nurse (tvn) reported she thinks the dressing was left in place for approximately a week and a half from the notes she reviewed for the patient. The tvn isn't sure whether this had been left in from the hospital or community setting. Per additional information provided, this issue occurred two years ago. Antibiotics (brand name not provided) were prescribed as a precaution due to the dressing being described as green. The wound initially increased in size, with a second smaller wound opening being form. The wound has since healed.